Event description:
It was reported that during a ptca/stent procedure, the stent delivery system could not be advanced to the lesion. Upon removal of the catheter, the shaft was observed to be kinked. Another company's device was used to complete the procedure. While the pt was in the recovery area, the EKG showed sudden and extreme s-t elevation. Pt was re-cathed, but acute symptoms increased, blood pressure dropped, and resuscitation attempts were unsuccessful.